Event description:
It was reported the devices were recently received by the odc decontamination team. Both hex drivers were detected by the odc decontamination technician. It was reported the surgery went fine.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.